Event description:
Pt with a possible bile leak and common bile duct stone had an ercp and a sphincterotomy with balloon and basket extraction of stones. During extraction of a stone in the proximal common bile duct, a 5 fr basket was introduced through the duodenoscope beyond the stone. The basket was opened and the stone was encased in the basket. While attempting to push the basket down to retrieve the stone, it was found that the basket had broken about 15-20 cm from the basket wire. A snare was inserted to retrieve the basket but it was difficult to pass the snare around the basket. The snare was removed and forceps inserted. The basket was then disengaged from the duodenal mucosa. The pt tolerated the procedure well with additional sedation.